Event description:
It was reported that when using three (3) bd vacutainer® sst¿, the rubber stopper couldn't be removed from the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received any photos or samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using three (3) bd vacutainer® sst¿, the rubber stopper couldn't be removed from the tube. No adverse impact was reported regarding the patient or user.